Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was selected for implant use a 10f non-abbott device. It was noted during procedure via fluoroscopy, that the occluder exhibited a cobra deformation when deployed. The deformed occluder as never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery sheath. The decision was made to recapture and remove the 24mm amplatzer septal occluder and abort the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.